Manufacturer narrative:
(B)(4). Exact date of event is unknown.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that patient returned for 3-month post-operative follow-up. The patient complained of a pain in their right leg. The CT angiography revealed that there was thrombotic occlusion from just inside the bifurcation of the contralateral gate of the right limb toward the right eia. A thrombectomy was performed and a bare metal stent was implanted in the endurant stent graft. The physician stated that the cause of the event was due to the stent graft being oversized at the external iliac artery. No additional clinical sequelae were reported and the patient is fine.